Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) provided guidance on changeout urgency. This device was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.